Event description:
It was reported that the patient presented at clinic for a routine pacemaker change. During the attempt to explant the patient's pacemaker, the torque wrench was unable to engage with the pacemaker's set screw. The pacemaker was successfully explanted and replaced. The patient was stable.